Manufacturer narrative:
(B)(4). Batch #u5aj0e. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60b cartridge reload present. The cartridge reload was received partially fired 3/4. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, evidence of corrosion was noted on the motor. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open unknown procedure, the knife stopped while firing. The knife was return to the home position, then the jaws were opened. The surgeon commented that the trigger was pulled properly and the red safety was released. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.